Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that oversensing determined to be myopotential inhibition was observed on the implantable cardioverter defibrillator (ICD). The ICD was to be monitored. The patient was stable.